Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on drawer were damaged and the user pulled the drawer out too far and it physically broke the retractor band. A field service engineer replaced the retractor band and moved the unused drawer to resolve and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed to open, required maintenance and customer tried to recover and reboot the station however the efforts were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.